Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule was found in the patient's stomach. No injury to the patient was reported.